Event description:
Information received by medtronic indicated that the insulin pump had received motor current error detected alarm and motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period error alarm. Customer tried to rewind theinsulin pump and received pump error alarms. The blood glucose value during the time of event was 209 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was successfully performed;  the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged multiple insulin pump error found on (B)(6) 2022. The insulin pump did not pass the displacement test due to the insulin pump error 41 (motor voltage error), unable to perform rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, due to delivery stopped alarm. Insulin pump error on september 10, 2022 at 17:41:01.000 and insulin pump error on september 10, 2022 at 15:56:33.000 were present in the history/trace file. Tested with a test p-cap locked in place properly. The insulin pump was cut open to perform a visual inspection and found moisture damage on the electric boards / force sensor/motor. The insulin pump was received with pillowing keypad overlay. Multiple insulin pump error confirmed. The insulin pump was confirmed for multiple insulin pump error due to the moisture damage. The insulin pump did not pass the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.